Event description:
The complainant reported that their automated impella controller (aic) displayed a battery failure alarm. A hard reset was attempted to troubleshoot the issue, but the failure remained. The console was removed from service and a loaner was provided to the customer site for future support as needed.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. This report is being filed as part of a retrospective review of historical records.